Event description:
It was reported via phone call, that the customer was hospitalized on (B)(6) 2015 due to diabetic ketoacidosis. Customer's blood glucose levels at the time of hospitalization 402 mg/dl. The customer reported having symptoms of stomach pain. The customer was wearing the insulin pump at the time of hospitalization. Customer declined troubleshooting. Customer request insulin pump replacement.

Manufacturer narrative:
Unable to prime during prime alarm test due to cracked reservoir tube lip, cracked battery tube threads, minor scratches on display window and cracked case near display window corners noted during visual inspection.

Manufacturer narrative:
The insulin pump was unable to prime during prime alarm test due to moisture damage noted in force sensor. The insulin pump was unable to perform occlusion and excessive no delivery alarm test due to prime anomaly. The insulin pump passed basic occlusion and displacement test. The insulin pump had a cracked reservoir tube lip, cracked battery tube threads, minor scratches on display window and cracked case near display window corners noted during visual inspection.